Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi-system organ failure, bleeding, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient was returned to the operating room on (B)(6) 2021 for sternal closure due to bleeding, and the patient ultimately expired on (B)(6) 2021 due to multi-system organ failure. The patient outcome was determined by the account to be non-device related. (B)(6) was returned assembled with the pump cable severed approximately 13.25 inches from the pump header, and the remaining portion of the pump cable as well as the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the pump. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ failures/dysfunctions, bleeding, and death are listed as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 ventricular assist device (vad) on (B)(6) 2021. They returned to the emergency room on (B)(6) 2021 for sternal closure due to bleeding. The patient had struggles post operatively with cardiogenic shock, which required maximum pressure support with pressors. On (B)(6) 2021, the patient passed away due to multi-system-organ failure. It was stated that the patient's death was no attributed to the heartmate 3. The mechanical circulatory support equipment (mcs) was operating as intended throughout the patient's therapy.